Event description:
It was reported that during a heavily calcified, moderately tortuous, de novo, 100% stenosed, distal, right coronary artery interventional procedure, two non-abbott guide wires would not cross the lesion. A hi-torque progress guide wire was advanced with the use of a non-abbott microcatheter, but met resistance with the lesion, became stuck in the lesion and would not cross. The hi-torque progress guide wire was removed by pushing and torquing the device slowly. Upon removal, the hi-torque progress guide wire tip was found stretched. Another non-abbott guide wire was advanced, but would not cross. The procedure was abandoned. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning, therefore a failure analysis of the complaint device could not be completed. However, a review of the lot history record revealed no non-conformances with the reported lot that would have contributed to the reported event and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.